Manufacturer narrative:
There was no sample returned for evaluation. The chemical lab has tested the retain sample of the associated product lot and all results are conform the specifications for the tested parameters (ph, osmolality, lal). Complaint trending reviewed for the lot code provided. No similar complaint found. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related deviations were identified, retain samples are conform the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass) on first post-operative day. The patient was not hospitalized as a result of this event and was not on medications/therapies in use at the time of the event. The patient developed hypopyon as complications of the event. The patient required treatment with increasing doses of tobramycin/dexamethasone every hour. There were no surgical complications and no sutures were not required for this event. No cultures were taken. The event resolved with the treatment. This report represents patient 3 of 3 from this facility.